Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2018 and put on hospice care on (B)(6) 2018. The cause of death was an ischemic stroke. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was over 600 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected 3 days prior to passing, on the way to hospital. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. Frn-unk-rsvr.

Manufacturer narrative:
The unit did not have a battery installed when received. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. Unit had cracked reservoir tube lip. Data analysis: (passed on (B)(4) 2018.) There is no data available due to the unit did not have a battery installed when received.